Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath was bent, twisted, and cut, and the device was returned incomplete, as the other part of the catheter was not returned for analysis, including the proximal section with the sheath, telescope, and hub. An imaging core (ic) windup was noted beginning 10.5 cm from the distal tip and 2.7 cm from the distal housing. The drive shaft and coaxial cables were cut approximately 156.5 cm from the distal tip and 149.1 cm from the distal housing. Microscopic inspection showed that ic windup, a torn imaging window, twisting of the catheter, and cuts to both the sheath and imaging core were noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. The observed bent sheath can occur during the procedure due to advancement maneuvers. Regarding the imaging window found twisted, it was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up, in the event of an imaging window kink, to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into patients anatomy. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into patients body. Based on this, failure to follow instructions is the assigned cause code of the material twisted.

Event description:
Reportable based on device analysis completed on 02mar2026. It was reported that a catheter kinked occurred. An opticross catheter was selected for ultrasound examination of the target lesion. During the procedure, catheter got kinked. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a catheter twist.